Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that defect-25081 occurred. The spine shift did not occur while the navigation with dedicated tool outside of the area of the selected facet decortication. The steps to reproduce were as follows. First perform operation on any workflow. Second, pair any disc prep tool to the navlock. Next, select any facet decortication trajectory (fd). And finally, navigate with the tool mentioned above in the area outside of the fd's vertebrae. The expected result was that the spine shift would occur on any part of the registered spine without any limitation related to the selected implant. The actual result was that the spine shift only occurred in the area of the selected fd's vertebrae. It was possible to navigate in the registered area without a spine shift. The defect was replicated on the system under 5.1.2.48 software version. There was no patient involvement.